Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Age of device: 11 months, 22 days the evaluation of heartmate 3 lvas, serial number (B)(4) confirmed an outflow graft twist, which could have contributed to the observed low flows in the retrieved log files. The pump was returned assembled with the pump cable severed approximately 17¿ from the pump and the distal end was also returned. The modular cable was also returned. Rescue tape was present on the distal end of the pump cable, approximately 20-22.25¿ from the pump. Upon removal of the tape, multiple slices were observed through the outer silicone jacket. No damage to the underlying cable was noted. The modular cable was unremarkable. The sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged. The apical cuff was returned and secured with the fully engaged cuff lock. Visual inspection of the sealed outflow graft upon removal of the bend relief revealed a twist in the graft material adjacent to the graft attachment. The graft was twisted approximately 90 degrees counterclockwise. The lumen of the graft revealed no evidence of developed depositions or thrombus formations. Smooth tissue was observed on the outside of the graft. Upon removal of this tissue accumulation, it was noted that it had developed into the convolutions of the outflow graft twist. Based on this normal tissue accumulation between the bend relief and the graft, this twist appeared to have been present for an undetermined amount of time while (B)(4) was supporting the patient. Although a specific cause for the twist in the sealed outflow graft could not conclusively be determined through this evaluation, it appeared to have contributed to the low flow events on (B)(6) 2018 that were observed in the log files extracted from the lvad. Furthermore, trace amounts of loosely coagulated blood were observed in the inflow cannula, and volute. A soft, red deposition was also loosely seated on the volute. The lack of structure of these depositions suggests that they developed acutely, potentially due to poor surface washing as a result of the confirmed decrease in flow through the device or blood remaining in the device post-explant. (B)(4) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that patient underwent a heart transplant on (B)(6) 2018 and the device was returned for analysis. During investigation, a twist in the sealed outflow graft was observed under the bend relief. Based on the normal tissue accumulation between the bend relief and the outflow graft, the twist appeared to have been present for an undetermined period of time during support. Patient was asymptomatic while on pump. No further information was provided.

Manufacturer narrative:
Device evaluation: no further information was provided. The manufacturer is closing the file on this event.